Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the treatment is harming their teeth. Their dentist says that it looks like they are grinding their teeth and the enamel is wearing down. They have a cavity under their filling some how.

Manufacturer narrative:
Updated e1 customer information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.